Manufacturer narrative:
Follow-up #1: date of submission 12/15/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/02/2015 with the following findings: a review of the pump¿s black box data showed a call service cs 064 alarm with occlusion during pump operations. During testing, the pump successfully completed the rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours with no call service alarms occurring. The pump was opened and there was no evidence of corrosion or damage on motor flex connector. The complaint of a call service alarm was not duplicated during investigation. There was no defect found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.